Manufacturer narrative:
(B)(4). The analysis found that one cartridge reload was received for analysis. The reload was received with the right side fully fired; the left side outer row was fully fired and the inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components and one piece sled, cartridge body, and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure during firing only one row of staples released and the other two rows remain in the cartridge. No patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. What other color cartridges were used before and after this event? Total cartridge (2 green + 2 gold + 2 blue). Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No noises heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force used was normal. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.